Event description:
On (B)(6) 2012, computed tomography angiography (cta) revealed a chronic dissection in the pt's descending thoracic aorta. The physician planned to repair the dissection with an endovascular stent-graft; however, the cta images revealed that the pt did not have adequate landing zone distal to the left subclavian artery (lsa). On this day, the physician performed an aortic de-branching procedure, bypassing the left common carotid and left subclavian arteries, and extending the proximal landing zone. On (B)(6) 2012, the pt was implanted with two conformable gore tag thoracic endoprostheses (ctag) to treat the chronic dissection. The dissection was successfully treated without complication, and the pt tolerated the procedure. On (B)(6) 2012, the pt presented to the hospital complaining of chest pain. A CT scan on the same day revealed a retrograde type a dissection proximal to the ctag device. The pt was taken to the operating room, where the physician repaired the ascending aorta surgically using a dacron graft. The dacron graft was tied into the existing ctag stent graft. The type a dissection was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation findings: prior to deployment, the head vessels appear to be de-branched. Prior to the ctag deployment, the diameters within a 2cm range (centerline) just distal to the implanted vessels appear to be 36.7-42.3mm. On (B)(6) 2012 prior to the ctag deployment, there appears to be significant changes within the lungs. On (B)(6) 2012 the device appears to be deployed approximately 14mm from the implanted vessel's osteum. The proximal portion of the ctag device appears to be apposed to the aorta's inner curve. On (B)(6) 2012 there appears to be contrast of unknown origin within the false lumen. On (B)(6) 2012 there appears to be a dissection within the ascending aorta. The dissection appears to be present at the re-implanted vessel's osteum. The dissection appears to be approximately 5mm from the leading edge of the ctag device. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pts with acute and chronic dissections.